Event description:
Customer reportedly received result of 208 mg/dl on the aviva system and result of 104 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with (B)(4) for the suspect device used in the compact plus system.